Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched and there was apparent explant damage. .

Event description:
It was noted the patient died 10 months after device implant. The cause of death has been requested and not received.

Event description:
It was noted the patient died 10 months after device implant. The cause of death has been requested and not received. Follow up revealed patient's last clinic visit had been approximately nine weeks prior to death, was asymptomatic with no shocks. Further reported patient admitted the day prior to death with a fractured hip that resulted from a fall at home. The patient had surgery on his hip that went well and was admitted to the ICU for intensive monitoring. Patient became acutely ill and never regained consciousness after a code blue status and died.